Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). The patient on date (B)(6) 2006 was subjected to a left hip arthroplasty in which he has received a pinnacle implant. In the year 2015 after a blood analysis were detected high levels of cr and co ions in blood and urine. On (B)(6) 2016 the patient was subjected to a revision surgery to substitute the head and the insert. After the revision surgery a new blood analysis was performed and were detected co levels (2.80/l) (inferior if compared to the blood analysis of the year 2015). During the revision the tissue was covered by reactive synovial tissue due to metallosis. The patient's medical records were received. Medical records were reviewed for MDR reportability. Part/lot information was received.

Manufacturer narrative:
Conclusion and justification status: the complaint states depuy16-28. The patient on date (B)(6) 2006 was subjected to a left hip arthroplasty in which he has received a pinnacle implant. In the year 2015 after a blood analysis were detected high levels of cr and co ions in blood and urine. On date (B)(6) 2016 the patient was subjected to a revision surgery to substitute the head and the insert. After the revision surgery a new blood analysis was performed and were detected co levels (2.80/l) (inferior if compared to the blood analysis of the year 2015). During the revision the tissue was covered by reactive synovial tissue due to metallosis. A complaints search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 09 sep 2016. The complaint was reopened as translated medical records were received. The patient's medical records were received. Medical records were reviewed for MDR reportability. Part/lot information was received. At this time the head, liner, and stem are being reported. A complaint search was conducted again as further product details were received, it identified previous complaints received for alval. However a lot specific search did not identify any other complaints. The above conclusion remains unchanged. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary